Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle was slow to reteract. During use of insyte autoguard, a delay in needle retraction was observed after activation of the safety mechanism when the white button was pressed.

Manufacturer narrative:
The complaint of a delay in needle retraction was confirmed from the video that was provided for investigation. The video showed the activation of the safety mechanism and the retraction of the needle. The needle fully retracted; however, the retraction time exceeded the specification. The photo provided showed the unit package. The reported issue was within scope of a corrective action. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and address the manufacturing root cause. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.